Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual inspection found that the g7 liner is free from damage. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
During an initial hip procedure, the liner would not seat in the shell. A delay of less than 30 minutes was reported.